Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to bubble/void on rubberize layer. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review.

Event description:
It was reported that the tube in bladder was leaking from the bottom.